Manufacturer narrative:
This report is being provided additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the bronchofibervideoscope communication error (e227) with no image displayed. There were no reports of patient involvement.